Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box/tray from the lot number provided in the report. The label matches the product returned. A photo was also provided. The photo received shows the barrel with 3 bands remaining on it laying loosely inside the tray. There is 1 deployed band visible laying in the tray and a section of the trigger cord appears to be frayed. The tray is laying on top of the market box in the photo however, the product and lot number are not clearly visible and cannot be confirmed. No other details can be determined from the photo. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 3 bands remained on the returned barrel and there were 2 deployed black bands laying loose in the tray. A functional test was performed. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and the remaining bands were fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and photo provided confirmed the report. However, a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a ligation procedure, the physician prepared to use a cook 6 shooter saeed multi-band ligator. It was reported that the bands were off the barrel. There was only remaining 3 bands on the cap. As this observation was made prior to patient contact, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence, and the patient did not experience any adverse effects due to this occurrence.